Event description:
Insulin overdose [therapeutic response increased].

Event description:
A pt, who recently started insulin therapy, received an insulin overdose while using a novopen 3 device. The pt dialed the device to the usual 10 unit dose and confirmed the setting with pt's spouse's visiting nurse. After depressing the pushbutton the 10 units insulin dose came out as well as an add'l 20 units. No add'l clicking was heard. The orange rubber stopper was positioned at 260 units prior to the administration and at 230 units after the administration. The pt was hospitalized (1/16/2000) by a relative, who is a physician, and treated with dextrose 5%. The pt's blood glucose levels remained within normal range and no adverse events occurred. The pt was discharged the next morning (1/17/2000). The pt has stopped using the novopen 3 device, but continues using novolin n insulin vials with conventional syringes.